Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and the evaluation has been completed. Failure investigation confirmed that the instrument's pitch cable was broken at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The broken cable segment that contains the crimp was missing from the clevis. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformancies were identified to be related to this complaint. The customer related complaint does not itself constitute a reportable event; however the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during central processing, the cable of the small grasping retractor instrument was detached. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.